Event description:
It was reported to philips that the allura device would not boot up.the device was outside of clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turn on. Fse identified that the problem appears to be with the mpdu control pcb. Fse replaced the mpdu control unit to resolve the reported issue. Fse investigate further and found ups with a failing battery setup, after full backup verification. System bootup and imaging were tested, the system was returned to use in good working order. The codes were updated based on the investigation outcome.